Event description:
It was reported that the patient was implanted with a lead. The doctor went to finish the implant at a later date, and when the lead cap was removed the lead was stretched apart. The #3 electrode from the lead end cap was damaged. The doctor was able to push the lead back into place and insert it into the extension. The impedance check showed contact #3 to have an open circuit. The lead was programmed and the patient was receiving therapy.

Manufacturer narrative:
Lead model 3387, lot# unknown,implanted: unknown,explanted: na, extension model unknown, serial# unknown, implanted: unknown, explanted: na.